Manufacturer narrative:
It was reported that the explanted valve would not be returned for analysis. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this aortic mechanical valve was explanted after approximately 16 months implant due to increased high pressure gradients that resulted from a valve leaflet not functioning properly. Upon explant, pannus was found on the left ventricle side of the valve, and one leaflet was in an open position of approximately 50 degrees. Another manufacturer¿s valve was successfully implanted.